Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026, the patient reported experiencing a cgm inaccuracy event while at a casino in las vegas and stated that paramedics were called to the casino floor. No sensor serial number, cgm readings, fingerstick blood glucose (fsbg) values, symptoms, or additional event details were provided. On (B)(6) 2026, the patient experienced a second cgm inaccuracy event, but this time he was at home, and again indicated that paramedics were contacted. Similarly, no sensor serial number, cgm or fsbg readings, symptoms, or further details were provided. During this interaction, the call ended before technical support questions (tsq) for the 012 event could be completed. On (B)(6) 2026, technical support conducted a follow-up; however, the patient declined to provide additional information regarding either event or any associated medical interventions, and the call was disconnected before tsq completion. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).